Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 2426-0007; batch # 24075364. It was reported by customer that one line that broke away right below the safety clamp at the base of the pump segment. Verbatim: rcc received a complaint via email. Email(s) attached. Good morning, I would like to report an issue with an IV administration set. Nurses in our (B)(6) clinic (oncology) department were priming lines this morning for their clinic and I have one line that broke away right below the safety clamp at the base of the pump segment. So far today, this has been the only one affected, but staff are keeping a close eye. Date: (B)(6) 2024; time : 0830h; no patient involvement; product: pump infusion set ref 2426-0007/ lot #24075364. I do have the product available to be sent back for investigation.

Manufacturer narrative:
It was reported by customer that one line that broke away right below the safety clamp at the base of the pump segment. One sample was received for quality evaluation. Visual inspection was conducted and the separation of the tubing at the lower pumping segment fitting was identified. The customer complaint of separation was confirmed. Investigation forwarded to manufacturing. The investigation at manufacturing indicates that the tubing separation was due to the lack of solvent on the components. The lack of solvent was due to an incorrect insertion of the tubing into the solvent dispenser by the the production personnel and/or due to issues with the solvent dispenser. Based on the issue identified, an accessory was implemented to the solvent dispenser to assist the production personnel in guiding the tubing to the insertion point. A device history record review for model 2426-0007 lot number 24075364 was performed. There is one quality notifications issued for the failure mode reported by the customer after the production build of this set.

Event description:
No additional information.